Event description:
It was reported that a user experienced intermittent signal issues between a dexcom g7 sensor and a phone that impacted cgm data transmission, and the connectivity problem resolved during the call with all devices functioning properly by the end. Symptoms included no reported clinical symptoms or adverse physiological effects. Outcomes included no impact on activities of daily living and no need for medical or surgical intervention. Investigation included customer interview, device use and pairing education, and review of device operation and connectivity steps. Investigation of this case revealed that the cgm-to-phone communication intermittently failed and then re-established, with no reproducible fault identified. It was concluded that the event was related to transient communication disruption without injury and that the device was operating within specifications after reconnection.